Event description:
Event description cpi received information that during routine testing of this implantable pulse generator (ipg), the magnet rate was found to be 25 beats per minute, and the ipg would not perform any measurements. The ipg also exhibited intermittent loss of capture. The ipg was replaced.